Event description:
It was reported by service report that the bed would not lower due to the motion interrupt pan being stuck in upright position. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result: motion interrupt pan stuck in upright position.